Manufacturer narrative:
Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration values was manually enter and unit display the programmed valued properly on the display graph. No sensor anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they experienced a high blood glucose level of 454 mg/dl. The customer treated with manual injections. The customer also experiences blood glucose value such as 283 mg/dl, 320 mg/dl. The customer had symptoms such as no frequent urination, blurred in eyesight. Troubleshooting was performed for the high readings. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.